Event description:
It was reported that the infusion started at 0835 at rate of 135ml/hr. For total volume of 270ml. The infusion was then checked at approximately 1010. It was found that greater than 200ml still left out of approximately 270ml. This is different from what the device displayed that 189ml had been infused with 81ml left. The user switched the infusion to another channel and the rest of the fluid was infused without delay or issue. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the infusion started at 0835 at rate of 135ml/hr. For total volume of 270ml. The infusion was then checked at approximately 1010. It was found that greater than 200ml still left out of approximately 270ml. This is different from what the device displayed that 189ml had been infused with 81ml left. The user switched the infusion to another channel and the rest of the fluid was infused without delay or issue. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer?, remedial action required, remedial action # and manufacturer narrative. Annex a: a040502, a09, annex g: g02017, g04090, annex b: b01, b14, annex c: c0601, c07, annex d: d01, d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.